Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review the stored electrocardiogram of the patient with this implantable cardioverter-defibrillator (ICD). Upon review, it was found that the self-conducted of the patient ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The ICD then delivered two shocks. Following the first shock the rhythm of the patient deteriorated into a ventricular fibrillation. The second shock successfully converted the rhythm. In addition, there were undersensed beats observed due to the morphology of the vf of the patient. No additional adverse patient effects were reported. This device system remains in service.